Manufacturer narrative:
Updated fields- b4, b5, b6, b7, d10, g3, g6, h2, h6 codes (health effect), h11.

Event description:
It was reported that before use cardiosave intra aortic balloon pump(iabp), touch screen was not working. There was no patent involved.

Manufacturer narrative:
Due character limit e1 event site name: (B)(6). Supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported cardiosave intra aortic balloon pump (iabp), touch screen was not working.

Manufacturer narrative:
Updated fields- b4, b5, d8, g1(contact person-mfg site), g3, g6, h1, h2, h3, h6 codes (investigation types, findings, conclusion, problem code, component code, health impact), h11. Getinge fse vistited the site and evaluated the pump and found touch screen not working. Changed the touch screen assembly and issue was resolved. For complaints that were confirmed to have no touch input CAPA 802446 was initiated to investigate the failure of no touch input. The CAPA is currently in "root cause investigation" state.

Event description:
It was reported that during use cardiosave intra aortic balloon pump(iabp), touch screen was not working.